Event description:
It was reported when the patient presented in-clinic for a routine follow-up, noise was observed on the near-field channels. The noise resulted in inhibition of pacing for a few seconds resulting in the pacemaker-dependent patient experiencing dizziness. Lead replacement was scheduled, but the patient did not want to proceed with surgery. Tachy therapies were programmed off and pacing programmed to voo. The patient was fine and happy with the decision.

Manufacturer narrative:
(B)(4).